Manufacturer narrative:
A complete analysis and testing of the transmitter showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was receiving transmissions from his sensor that were inconsistent with blood glucose. He received 100 to 120 mg/dl readings while his blood glucose was in the 200 to 399 mg/dl range. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch reports # 2032227-2015-13064 and 3004209178-2015-49728.